Manufacturer narrative:
Product analysis: analysis found that the radio frequency programming head failed e-field immunity tests. It was further noted that the magnet was rusty, retainer was cracked, printed circuit board (pcb) had corrosion on it, upper and lower cases had cracked bosses. The device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency programming head received into service with no information and tested out of specification during manufacturer's analysis. There was no patient involvement.